Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not available for evaluation. No x-ray images were provided. The stent was placed to treat a superior vena cava syndrome, which represents an off-label use of the device. Placement of the stent in the vena cava is considered to be a significant contributing factor for the reported issue of stent migration five years after stent placement. Based on available information, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. The intended placement in the venous system represents off-label use. Labeling review: relevant labeling supplied with this product was reviewed. Potential risk of a stent migration was found to be addressed; stent migration was referenced being a potential complication which may occur during using the e-luminexx vascular stent. In addition the instructions for use states: "appropriate diameter sizing of the stent to the target lesion is required to reduce the possibility of stent migration." Placement of the e-luminexx vascular stent represents an off-label use of the device. Base on the instructions for use supplied with this product the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years, three months and twenty days post stent placement, it was allegedly found that the stent allegedly migrated into the left trunk of the pulmonary artery as well as intracardially. It was further reported that the upon inspection of previous computed tomography scans, it was confirmed that the stent migrated around one month and twenty-eight days post stent placement. Reportedly, the patient allegedly developed multiple emboli of material in right and left pulmonary arteries. The current status of patient is unknown.